Event description:
The customer reported false positive antibody screening tests of biotestcell 3. Customer reported that the results looked fuzzy when they should be negative. So far the customer has neither sent the patient sample that has caused the false positive test result nor the allegedly defective product. Testing with the retained sample of biotestcell 3 is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive antibody screening tests of biotestcell 3. The customer reported that the test results looked fuzzy when they should be negative. The customer has neither returned the supposedly defective product nor the samples that had caused false positive test results. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with positive and negative control and 16 negative donor samples. The controls reacted correctly positively respectively negatively and all 16 donor samples reacted clearly negatively. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.